Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced wound issues at that the ipg pocket site. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted.